Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration due to potential patient misuse. The reported event of a insert new sensor alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration due to potential patient misuse. The reported event of a insert new sensor alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.